Event description:
Healthcare professional additionally reported "lump and pain".

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken on posterior side assessed as surgical damage and missing shell assessed as inconclusive. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ lump/nodule: unable to observe as it is a medical event not related to the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: a4, b5, d6b, d9, g1, h3, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reporting a rupture of the left breast that was diagnosed by mammogram/ultrasound. Device remains implanted.

Event description:
Patient reporting a rupture of the left breast that was diagnosed by mammogram/ultrasound. Device remains implanted.